Event description:
Patient presented to the inspire physician with shortness of breath and was admitted to the ER. A pneumothorax was confirmed by imaging. ER physician placed a chest tube and patient was discharged two days later. This resolved the issue.